Event description:
It was reported that during implant of the atrial lead, an acceptable position for implant could not be found. The lead was not implanted. A replacement lead was successfully implanted.

Manufacturer narrative:
.